Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of intestines infection and fungal peritonitis with culture positive for candida unknown in a patient coincident with dianeal pd4 ultrabag and extraneal viaflex therapies for continuous ambulatory peritoneal dialysis (capd). On an unreported date, the patient experienced intestines infection. On (B)(6) 2011, the patient experienced peritonitis and required hospitalization. The root cause of the peritonitis was intestines infection. It was not reported if remedial therapy was rendered. On (B)(6) 2011, the patient was discharged from the hospital. It was not reported if dianeal pd4 ultrabag and extraneal viaflex therapies were ongoing. At the time of this report, the outcome for the event of fungal peritonitis with culture positive for candida unknown had resolved. It was not reported if the event of intestines infection had resolved. Concomitant medications were not reported. The nurse considered the event of fungal peritonitis with culture positive for candida unknown to be unrelated dianeal pd4 ultrabag and extraneal viaflex therapies. The nurse did not provide an assessment of causality for the event of intestines infection.